Manufacturer narrative:
Based upon further review of this case, the complaint does not meet criteria as a serious adverse event based on information provided by the consumer and healthcare provider when follow up was performed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received on 12nov2020 states that consumer was diagnosed with peripheral corneal ulcer of size 1.5mm in left eye. No culture or biopsy or scraping was performed. Consumer also experienced severe foreign body sensation, moderate redness, watery discharge. No anterior chamber reaction or infiltrates were noted. No corneal staining was diagnosed. Consumer was treated with amniotic membrane treatment and antibiotic qid in left eye. Event has resolved and resumed contact lens wear. Bcva before the symptoms and after symptoms was noted to be 20/20. No further information is available.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer via return form on (B)(6) 2020, the consumer switched to contact lenses on an unknown date and indicated on the product return form that consumer had a doctor visit and diagnosed with corneal ulcer. No medical intervention required. Symptoms resolution is unknown. Additional info has been requested but not yet available.